Manufacturer narrative:
This device has been explanted and returned for analysis. There were no additional adverse patient effects reported. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this [ICD] was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.05 volts) was sufficient to ensure therapy availability/delivery while the device was implanted.] The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock for atrial flutter and rapid ventricular response. The patient went to the emergency room where an interrogation of the device noted a low voltage alert which can lead to premature battery depletion. The doctor will be consulted regarding device replacement. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.